Event description:
Event description guidant received information that this transvenous implantable lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture, abnormal pacing impedance, and noise on the rate/sense channel. The lead was capped and the device was explanted. A new lead and device were implanted. The device was returned for analysis.